Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the primary surgery with the insert in question. On (B)(6) it was confirmed that the insert had spun out. The surgeon considered that the cause of the spin-out was that the femur was excessively externally rotated at the time of the primary surgery and the balance between the medial and lateral was not maintained. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Unknown side.